Manufacturer narrative:
Upon further device evaluation, the issue found at receipt inspection was confirmed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
An incoming inspection of the returned demo device revealed the camera head produced no image. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that an image was not displayed because communication failure occurred due to faulty cable. The imaging unit was not replaced, but the cable unit was replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.